Manufacturer narrative:
(B)(4). The reported alarm was resolved over the phone and the patient resumed therapy with the actual product. No sample was requested. Additional information: an engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was use error. The patient noticed that the supply bag was not completely spiked. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(6).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's (B)(4) regarding a check supply line alarm which occurred on the homechoice (hc) during use, during setup, patient not connected. The baxter technical service representative (tsr) explained the alarm, then had the homepatient (hp) push in on the spike. The prime resumed. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.